Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced a "remove usb device 2" alarm. The biomedical technician stated that along with the "remove usb device 2" alarm, there was a "blood leak" alarm that occurred. The biomedical technician replaced the ui/mic board and blood detection strips were negative, however the tubing was replaced that contained approximately 0.3 cc's of the patient's blood. Once new tubing was connected, the patient completed treatment on the same machine with no adverse events or medical intervention necessary.

Event description:
A user facility biomedical technician reported a 2008t hemodialysis (hd) machine experienced a blood leak alarm during treatment. The biomedical technician reported that blood test strips were used and tested negative for the presence of blood. The biomedical technician stated that when the tubing was replaced it contained approximately 0.3 cc¿s of the patient¿s blood. The patient was able to complete treatment on the same machine with new supplies. The clinic manager confirmed that there was no patient adverse events or medical intervention required. The clinic manager was unable to provide additional information.